Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that when the device is plugged into ac and the battery is then inserted, ac charging will stop. There was no patient involvement.